Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 on a patient with a central gap of approximately 6mm and an enlarged atrium. A triclip xtw was inserted, and grasping was performed. However, difficulties visualizing the septal leaflet occurred. The clip was ultimately deployed on the tricuspid valve. However, post deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To further reduce tr and to stabilize the slda clip, two clips were implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.